Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple attempts were made to torque the attempted pacemaker's setscrew onto the lead but the lead would not stay in place when pulled on. The setscrew was also noted to have gone in at an angle. A different device was used to complete the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis indicated a loose/detached set screw and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.